Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinical study regarding a patient receiving hydromorphone 10 mg for a total dose of 2.00022 mg/day, fentanyl 500 mcg for a total dose of 100.01085 mcg/day, and bupivacaine 10 mg for a total dose of 2.00022 mg/day via an implantable pump for non-malignant pain and radiculopathy. It was reported on (B)(6) 2019 the patient was currently admitted to the hospital. The patient presented with signs of lethargy, starting thursday and had complaints of drainage from their pocket site incision. The patient's white blood cells (wbc) were 22,000. The hcp suspected a possible infection and the patient was provided with vancomycin and had since became significantly more alert. The patient complained of a frontal headache and the team suspected possible meningitis. On (B)(6) 2019 the hcp explanted/not replaced the entire system (pump and catheter). The device disposition was returned to manufacture. On (B)(6) 2019 it was confirmed the patient had bacterial meningitis. On (B)(6) 2019 the patient was discharged from the hospital. The patient was going to be receiving intravenous (IV) antibiotics for 10 weeks. It was recommended implanting a new pump once the infection resolved, in which the patient agreed. The patient indicated their pain is controlled better with pump. The event required in-patient or prolonged hospitalization. The clinical diagnosis was patient bacterial infection of pump pocket and catheter implant sites. The outcome of the event resolved with sequelae on (B)(6) 2019 (sequelae: patient to be re-implanted once infection is under control.) The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was the pump pocket, lumbar site, and intrathecal site. The event date was (B)(6) 2019. No further complications were reported/anticipated.